Manufacturer narrative:
A replacement power supply has been sent to the customer. The customer reported a breach in the transformer housing. The customer did not report any fire, spark or injury. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
The customer reported to customer service that the transformer housing of her pump in style breast pump was cracked exposing the underlying electronics which is a safety risk.